Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer having temperature issues. The transducer was returned, and an investigation was performed. The system error acquisition 31 was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor reliability, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
It was reported that the z6ms transducer has temperature issues. It was later revealed that the error message was for an acq_31 error. No additional information was provided.